Manufacturer narrative:
No results available since no evaluation performed. Known inherent risk of the procedure. (B)(4). Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of sapien xt valve in a the previously implanted homograft is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, the exact cause of the ventricular placement cannot be confirmed however, the low, calcified sinotubular junction (stj) could have contributed to the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
In an off label case, while transfemorally placing the 29mm sapien xt in surgically implanted homograft, the sapien xt valve ¿water melon seeded¿ and landed 10:90 aortic/ventricular (a/v). There was 2+ paravalvular leak (pvl). A second sapien xt was placed, but landed too ventricular, 30:70 a/v. There was no regurgitation, so it was considered a good outcome. The patient was stable. The patient had a previous homograft with ai. The CT performed prior to the procedure was sub-optimal, so it was difficult to obtain accurate measurements. It was noted post procedure that the patient had a narrow sinotubular junction (stj), with a less than ideal height. Although the initial stj height was measured 17, a review indicated it was between 12-14. The homograft was described as sclerotic with severe regurgitation. The aortic valve is trileaflet. There is severe sclerosis of all three leaflet bodies. The leaflet motion is restricted and coaptation is abnormal with possible prolapse of the non-coronary cusp. The mitral valve shows mild to moderate posterior annular calcification. Leaflet motion is grossly normal. Coaptation is abnormal with suspected prolapse of the anterior leaflet.